Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's touch screen timed out faster than expected. The customer's blood glucose was 252 mg/dl. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.